Manufacturer narrative:
(B)(6). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that he product was returned fractured. Not all pieces were returned. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned component found signs of repeated use and a fracture on the ranging from the anterior side to the right side of the post feature, additionally the post feature has fractured off. The post feature fragment and fragment from the inferior side were not returned. Gouge marks and dents were noted which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.